Manufacturer narrative:
(B)(4). The display head assembly (p/n 77-3016-001, s/n (B)(4)) was returned for evaluation. Visual inspection of the display head assembly was performed and found the back latch was broken. No other damages were noted. The display head assembly was installed onto the known good autocat2w and functional evaluation was performed. The display head in question passed functional testing. Every button on the display head were pressed multiple times (wait for 10 seconds on each press) when the pump was powered; and no alarms or errors were occurred. Also, shook the display head while the pump was pumping with no alarms or distortion observed. The pump was then left to run for three hours with no alarms or errors. Visual inspection of the display head assembly internal hardware was performed and no abnormalities were found. All connectors were proper seated. This is an original display head assembly for this 2005 pump. Notice: the broken back latch on the back of display head assembly may have caused the display cable connection to become loosen, and that could potentially cause the white display. See other remarks section. Other remarks: a device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "screen turned white and did not stop pumping" is not confirmed. The reported problem could not be replicated at teleflex chelmsford during the evaluation. The display head assembly passed functional testing. The cause of the reported complaint is undetermined.

Event description:
It has been reported via a field service report: (B)(4), symptom: screen turned white while on patient. Pump did not stop pumping and was replaced quickly. No patient complications. Findings / actions taken: display sent to and replaced by hospital biomed. Fcn level: 11 13 14 16; software level: 2.24; op = on patient confirmed.

Manufacturer narrative:
(B)(4). No sample returned to manufacturer.

Event description:
It has been reported via a field service report: (B)(4). Symptom: screen turned white while on patient. Pump did not stop pumping and was replaced quickly. No patient complications. Findings / actions taken: display sent to and replaced by hospital biomed. Fcn level: (B)(4). Software level: 2.24. Op = on patient confirmed.